Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an "alarm 97." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4) evaluation summary: the reported condition of "alarm 97" was not confirmed during device evaluation. However, quality engineering discovered and confirmed this condition as an f-38 alarm. The root cause was determined to be inoperative/defective force sensing resistors (fsrs). The tube misloading sensors were replaced to correct the reported condition.